Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power module to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not powering on and was not completing its boot-up cycle upon rebooting. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.